Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2008. It was reported that the pt could not lay a certain way with the stimulation on or she would be overstimulated. It had been this way since implantation. The pt will work with her doctor to determine next course of action. No further info is available at this time.